Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed emergency medical service. The customer's blood glucose was unknown at the time of incident. The customer stated that she passed out and emergency medical services were called. The customer stated that she does not know if the blood glucose was treated due to blood glucose was unknown. The insulin pump will not be returned for analysis.